Event description:
It was reported to st. Jude medical that premature battery depletion was observed at less than one year of service. The pt has not received any therapy, had only a few charges and only paced 0.2% of the time. Noise was also observed on the electrograms. The physician elected to explant the device.